Event description:
Customer reported that device did not analyze as expected during deployment.

Manufacturer narrative:
(B)(4). Device evaluation pending. Reported due to customer description of incident. Patient is reported to have been resuscitated using a second AED.